Event description:
It was reported the patient had lost 35 pounds and the internal neurostimulator (ins) had to be removed and relocated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: lead, product ID 37752, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: recharger, product ID 37743fa, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: programmer, patient product ID 3708120, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: extension, product ID 3708120, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: extension. (B)(4).